Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and ethnicity underwent unspecified breast surgery with unknown size unknown gel implant and experienced unknown side breast implant rupture postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to collect additional information. However, no response has been received. If additional information is received in the future, supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following: - patient's age 57. Field a2 has been updated on this form. - date of event: dec 2019. Hence, field b3 has been updated to (B)(6) 2019. - wound dehiscence has been added to field h6 for patient code as per information received, patient also experienced left breast implant device extrusion in addition to rupture. Manufacturer¿s reference number: (B)(4).